Manufacturer narrative:
Based on the information provided, the customer believes the cause of the reported complication fractured toe of a staff member was due to the surgeon side console being pushed over the staff members toes. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. Instrument and system log reviews cannot be performed as the issue did not occur during a procedure and the system was not in use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a staff member's toes were run over by the surgeon side console (ssc), causing a toe fracture. The issue occurred while the ssc was being moved into another room. The injured staff member required an x-ray, which confirmed the fracture. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.